Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The enteer balloon was advanced over .014 wire to re-entry site and successfully entered the lumen. It was then advanced a second time to another site of re-entry more distal and the wire exited but not through the correct port. It appeared to exit the balloon. It busted the balloon, but was removed intact. Evaluation summary: the enteer catheter was received for evaluation loaded in a shipping hoop dispenser but without any ancillary devices or cine images from the procedure. The guidewire lumen contained significant blood/ saline residue and the balloon/ inflation lumen also contained a similar sanguine residue. The inflation lumen (including the balloons) was flushed of most of the blood residue. A pinhole leak was noted in the proximal side of one of the balloon pontoons. The leak was located at the distal end of the proximal cone but was not on the crest. The pinhole was roughly longitudinal in orientation but exhibited an irregular border suggesting it was not a function of an extrusion defect. The proximal crest (above the pinhole leak) was deformed but it could not be determined if this deformation was present during the procedure and was relevant to the event or was generated post-procedure (e.g. Loading into the shipping hoop dispenser).